Manufacturer narrative:
Patient received a prodisc l device approximately 6 years ago (precise date is unknown). Patient had ongoing pain, including centralized lsp and bilateral buttock pain with bilateral paraesthesia to lower calf with intermittent bilateral pain to the ankle/ foot. The removal was scheduled for (B)(6) 2023 but during the removal surgery the access surgeon was unable to free the iliac artery from the vertebral column so the decision was made to not proceed with the removal. The patient was then revised with posterior fixation with additional cross-connectors. A review of the DHR could not be completed as the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints is within the poc level defined within the risk documentation. A review of the risk documentation found that the harms associated with this complaint are identified and mitigated to a level where the benefits outweigh the risks. Device evaluation cannot be completed as the as the device remains implanted within the patient. It was confirmed that a pdl revision took place due to ongoing pain. No other anomalies associated with the complaint were found during the investigation. The reason for the ongoing pain is unknown. The submission is 2 of 3 devices involved in this event.

Event description:
Patient was implanted with a prodisc l device approximately 6 years ago. Patient had ongoing pain so the decision was made to remove the pdl implant. The attempted removal took place on (b)96) 2023. The access surgeon was unable to free the iliac artery from the vertebral column so the decision was made to not proceed with the removal. Revised to cage and posterior fixation with additional cross-connectors. Images on scan showed the posterior screws showing signs of movement indicating the prodisc was still moving freely.